Event description:
This spontaneous report was received on (B)(6)-2012, concerning a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride, for dental cleaning (route-dental, lot number 0741d, expiration date unspecified). During the first use, the cutter of the device broke and the container fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.